Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient's hearing performance became suddenly worse. No trauma was reported by the guardians.

Manufacturer narrative:
Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. Furthermore, in situ measurements showed "poor coupling", reasons for it remain unclear, possible factors may include a too thick skin flap or swelling. However, device investigation confirms that the stimulator electronics is working according to specifications. Other mechanical damages to the device are most likely caused by the removal surgery. This is a final report.

Event description:
Patient's hearing performance became suddenly worse. No trauma was reported by the guardians. The patient was re-implanted.